Manufacturer narrative:
On (B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, no pacing was seen on the ECG monitor after connection with the associated pacing leads. The physician reported that full insertion of the ventricular lead was confirmed. The ventricular lead was disconnected and measured with a psa confirming normal values. The lead was reconnected to the subject device, and again no pacing spikes were observed. Another pacemaker was subsequently implanted. The physician has viewed the video on the company website related to lead connection, and the recommended methods were applied. The associated screwdriver could not be retrieved.